Event description:
Following a rotablator/ptca/stent procedure, an angio-seal device was placed. The device deployment was without incident, and the venous sheath was sutured into place. Thirty minutes after device deployment (while patient was in ccu), a large hematoma developed while the tamper tube and spring were still in place. At that time, the patient's blood pressure dropped to 75mm hg systolic; IV fluids were given. Later that day, the patient was noted to have good distal pulses and the blood pressure had returned to normal without additional treatment. On 06/08/97 (2.5 days following device deployment), the patient arrested while in the ccu. This arrest was documented to be associated with an acute mi. Attempts at resusciation were successful after 45 minutes; however, the patient remained unresponsive. At that time, a dnr order was written. The patient was extubated on 06/10/97 and expired ten minutes later. The information written in this section was based on initial information. Follow-up information indicated that a pulmonary embolism was never diagnosed. There was myocardial infarction which the ICU physicians agreed was unrelated to the hypotensive episode and to the placement of the angio-seal.